Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, brown, black and yellow particles. Leak test was performed which identified leakage per yellow particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. Also, a microscopic analysis identified: three curved sharp openings on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification), wear abrasion and nicks. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is three sharp openings assessed as unidentified(tear) opening and particles on fill channel assessed as particle leakage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.